Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date: date of original implant sometime in 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that: ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a (l) trochanteric fixation nail with a conversion to total hip arthroplasty due to non-union was performed on (B)(6) 2015. The distal locking screw was broken; the nail and helical blade were removed intact. The original procedure occurred in 2013. There was a 30 minute surgical delay related to the broken screw and everything was retrieved; no reported fragments. The procedure was successfully completed. This report is 2 of 3 for (B)(4).